Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat in-stent stenosis in a haemodialysis access fistula using in.pact pacific balloon catheter. It was reported that physician experienced balloon inflation difficulties; physician had to continuously apply more pressure due to leak. The device passed through a previously deployed stent. There was no injury to patient.

Manufacturer narrative:
Manufacturing deficiency ¿ luer leakage component code: (B)(4) (hub) device evaluation: the device appeared used, as balloon returned unfolded, blood-stained and without traces of drug on it. It was possible to insert the 0,018'' guide wire without any resistance. Purging procedure was performed connecting a syringe filled by water; however it failed: bubbles continued to appear in the manometric syringe. When the inflation lumen was pressurized the balloon inflated but did not maintain pressure. The pressure was not maintained because there was a leak in the hub gluing, and the fluid came out from the distal part of the luer (between the distal part of the hub and the shaft).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.